Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of filter leaking at the filter site could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock where it was reported IV extension set with filter leaking at the filter site. Patient on cycled total parenteral nutrition (tpn) infusion had new bag of tpn primed with IV extension set 0.2-micron filter. When tracing the line, the registered nurse (rn) felt that the filter was wet. The tpn infusion was started, and rn noticed the filter was leaking at the top. Rn stopped the infusion, replaced the filter sterilely and restarted it. There was patient involvement however no harm as a result of the reported issue.